Event description:
It was reported that high, out of range pacing lead impedance, no sensing, and no capture were observed. Patient presented in-clinic after receiving a notification alert. Lead fracture or clavicular crush was suspected. Lead will be replaced.

Manufacturer narrative:
(B)(4).